Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, it appears that the pump may have infused at a rate that mmdg would consider reportable, however, not enough information was provided to determine the actual volume discrepancy. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump had a "volume discrepancy". They also stated that they didn't know exactly how much formula had been put in the feeding bag but that they thought it was underfeeding by "100 - 200ml". Mmdg did follow up with the initial reporter, where they stated that the dose was 730ml and that the patient was doing well after the complaint. [(B)(4)].